Event description:
Customer reported that the numbers on the insulin pump were scrolling up. Customer stated that the insulin pump was exposed to water. Customer's blood glucose reading at the time of the call was 150 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip. The numbers were not ramping up on their own or scroll bar moving with no input. No moisture damage on the electronic assembly.